Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. A back-up device was used ot complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is received and after a quality investigation has been completed.